Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, the balloon has ruptured during inflation. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter's facility name is showa medical university northern yokohama hospital; reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter's facility name is (B)(6) hospital; reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results, the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The results of the analysis performed on the returned device found that the balloon had a longitudinal tear instead of a burst or a rupture. The longitudinal tear found in the balloon is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, the balloon has ruptured during inflation. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.